Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose was in the 90's (mg/dl). Reportedly, the alert was cleared to addressed the event and insulin delivery was resumed.